Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer was treated with intravenous fluids of saline. Customer was discharged 3 days with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.